Event description:
The diabetic educator called to report that the customer was hospitalized for high blood sugar levels. Troubleshooting was done on the pump. The pump passed the leadscrew test and self test. The nurse confirmed that the programming was accurate and the last alarm that occurred was a week ago. The nurse was advised that the pump is functioning properly.